Event description:
It was reported that this lead showed high, out of range pacing impedances. The lead was repositioned and showed within normal limits. The field representative mentioned that the problem could be related to lead- tissue interactions. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.